Event description:
It was reported that the patient passed out. Device non-capture was noted from a subsequent interrogation at the emergency room. The device was reprogrammed for higher output, and remains in use. The patient is a participant in the product surveillance registry. No further patient complications have been reported as a result of this event. It was further reported that the right ventricular lead specifically had exhibited high thresholds and non-capture, and had been associated with the patient's syncope episode. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the lead was capped and replaced due to high thresholds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.